Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device delivered crossed clips. Another like device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.